Manufacturer narrative:
(B)(4). The device was received and evaluated. A visual inspection was performed and it identified a cut/tear in the sheeting of the bag. The sample was confirmed for the reported event. The cause of the cut/tear could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a y set experienced a leak from the drain bag during continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.